Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the green valve came off from the fan spray tip, and it fell into the surgical wound. The surgeon found that the green valve was floating in the surgical wound, and he removed it. The event timing was during surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Visual examination of the returned product identified that the small green plastic piece had become detached from the fan spray tip. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Event description:
There is no additional information.

Manufacturer narrative:
Visual examination of the returned product identified that the small green plastic piece had become detached from the fan spray tip. Evaluation determined that the incorrect solvent or no solvent was used during the assembly process as there was no adhesion marks around the tube. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing deficiency because improper adhesive may dislodge the green valve. An action was initiated as a result of the investigation of this event. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.